Manufacturer narrative:
This is one of two products involved with the reported event. As reported by the sales rep, the balloon of two different 6f/7f mynxgrip vascular closure devices (vcd) burst when prepping the devices. Hemostasis was achieved with another mynx device. There was no reported patient injury. The devices were not used in patient. The devices were stored as per labeling and opened in sterile filed. The devices were stored and handled per the instructions for use. The devices were prepped according to the IFU. The product was not returned for analysis. A product history record (phr) review of lot f2116902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by the sales rep, the balloon of two (2) 6f/7f mynxgrip vascular closure device (vcd) burst when prepping the devices. Hemostasis was achieved with another mynx device. There was no reported patient injury. The devices were not used in patient. The devices were stored as per labeling and opened in sterile filed. The devices were stored and handled per the instructions for use. The devices were prepped according to the IFU. The devices were discarded after they were not working.